Event description:
The consumer reported the heating pad melted and burned the right side of her right leg. She reported leaning her leg against the pad which is contrary to proper use instruction as it can lead to overheating.